Event description:
It was reported that the bd pegasus catheter experienced leakage from the tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: one day after the successful puncture of the trocar, water leakage was found at the extension tube during the infusion, so it was replaced immediately without causing harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus catheter experienced leakage from the tubing. The following information was provided by the initial reporter, translated from chinese to english: one day after the successful puncture of the trocar, water leakage was found at the extension tube during the infusion, so it was replaced immediately without causing harm to the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1138627. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.